Event description:
Patient had pain and loose cup. Cup removed and replaced with revision cup.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was retained by the patient. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 04-feb-2005. There have been no other events for the lot referenced. The shell was returned. No bony on-growth was observed on the ha coating surface. The device is otherwise unremarkable. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had pain and loose cup. Cup removed and replaced with revision cup.